Event description:
It was alleged that an overinfusion/freeflow occurred during use on a patient. It was noted that the nurse had recently switched the solution container and increased the infusion rate prior to the event. About one hour later the solution container was empty. There was no reported patient consequence.